Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The patient was administered IV antibiotics to address the issue. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
B2: hospitalization - initial or prolonged was added. H6: added health impact codes 4607 - hospitalization or prolonged hospitalization and 4645 - prophylactic treatment

Event description:
Additional information indicates that patient experienced an infection at the ipg site and was hospitalized. The patient was administered IV antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Event description:
It was reported that patient experienced an infection. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. The infection has resolved.